Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device upgrade procedure, the left ventricular lead could not be positioned in the patient. The lead was not used. The patient recovered well post procedure.